Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used prophylactically as an accessory device in a patient for the endovascular treatment of a 59mm abdominal aortic aneurysm on (B)(6) 2015. A non medtronic bifurcated stent graft, iliac limb extension, and non medtronic thoracic graft used as a cuff were also implanted during the procedure. A total of 5 endoanchors were used during the procedure. The aortic diameter at 1mm below the lowest renal was 60mm and the aortic diameter at 15mm below the lowest renal was 60mm. The neck length was reported as 22mm and the aortic diameter at the distal end of the proximal neck was 22mm. The proximal neck angle was reported as 90 degrees. Localized thrombus was reported at the seal zone with 40% circumference covered by thrombus with a maximum thickness of 2mm. An intervention procedure was carried out approximately 2 years post the index procedure to treat a type ia endoleak and an endurant bifurcate was implanted at this time. It was reported on a CT scan from 1 month later a type ia endoleak. The patient presented with acute onset left abdominal pain approximately 4 months later which became progressively worse and emergency surgery was carried out to treat a type ia endoleak, aneurysm rupture. The event was reported to be resolved. It was noted that the type ia endoleak was unlikely to be related to the procedure and probably related to the endoanchors. No additional clinical sequelae were reported, and the patient is fine.